Event description:
Evidence of a leak was found on a beckman coulter (bec) unicel dxc 600 pro synchron system by beckman coulter service personnel while addressing cartridge chemistry (cc) "cuvette not dry before first reagent dispense" errors. Service personnel wore personal protective equipment consisting of a lab coat, gloves and protective eyewear while working on the instrument. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse determined a collar wash valve failed. The collar wash valve was replaced to resolve the issue. The beckman coulter internal identifier for this report is (B)(4).